Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system main drawer pocket hardware failed. A field service engineer attempted a remote fix to release the pockets but was unable to resolve the issue. The engineer found that drawer 6 was functioning normally, opened the drawer in hardware test application (hta), and released all pockets. The engineer discovered significant spills between row b and row c, removed all trays, cleaned them, and replaced the tray in row c. The tray was tested in the hta, cleaned again, and confirmed to be working normally. The engineer also cleaned spills in other trays to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer was failed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.